Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer was at customer's facility to address the reported event. Fse confirmed the customer had been running with no problems. Fse instructed the customer to adjust the flow factor because the retention time was too slow after replacing the column, it was at 0.64 (the acceptable range is 0.57 to 0.61 minutes; optimal is 0.59 minute). The retention time is now running at 0.59 or 0.60. The customer received a high pressure alarm yesterday, fse instructed customer to disconnect i6 at the injector valve and turn on the pump for a few seconds. Fse also asked the customer to replace the pre-filter. The filter was replaced and i6 was reconnected, no more high pressure problems. The customer has run several full racks since yesterday with no problems. All total areas on the patient samples run were greater than 1000. No further action required by field service. The g8 instrument is functioning as expected. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4). There was one other similar complaint identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. In chapter 4- screen operations, under flag codes: flag 35 is indicated as "retention time of sa1c peak" in chapter 5- maintenance procedures, under daily checklist states: be sure to check the following items before starting analysis: (1) column, the maintenance schedule is 2500 tests; (2) filter, maintenance schedule if 400 tests. The g8 variant analysis mode training manual under lesson 8 - troubleshooting, states the following: adjusting the flow rate - how and why on the tosoh automated glycohemoglobin analyzer hlc-723g8; variant analysis mode it may be necessary to adjust the flow rate because either unidentifiable peaks appear on all the chromatograms or the average retention time for various peaks has changed significantly. The flow rate is changed by changing the flow factor in the instrument. The most probable cause of the reported event was due to the flow factor adjustment.

Event description:
A customer reported getting sporadic flag 35 "retention time of sa1c peak" when running patient samples on the g8 instrument. Customer's column count (cc) was at 2785 (maximum recommended 2500 injections). Technical support specialis t(tss) advised the customer to change column, the customer changed the column and no further errors occurred. Customer called back to report total areas for both quality control (qc) and patient sample run are <10. Customer checked all buffers, noted pressure = 8.74 and no leaks or waste overflow were detected. The customer will replace the sample needle and the hemolysis and wash solution which was running low. Customer called back after changing the sample needle. Tss instructed customer to run a patient sample, the customer's total areas for controls has been between 500-600, and after the patient run, customer reported still low total area of 645. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.